Event description:
It was reported that a revision surgery was scheduled to 10/21 due to patient presenting mom symptoms.

Manufacturer narrative:
A custom made device was requested for a planned revision on 10/21/19 due to metal on metal symptoms. No further information has been received confirming whether the revision occurred. The implanted devices were all used in treatment. As of today, additional information has been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 46mm¿8mm bhr modular head throughout the lifetime of the product. Complaints have been identified involving this part with metal on metal symptoms. However, it cannot be confirmed if any are similar without further information. This will continue to be monitored. As no device lot numbers were provided for investigation, a manufacturing record review and device labelling / IFU could not be performed. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. As of 11/18/2019, no medical records have been received on this complaint. Without any supporting medical evidence, the reported event cannot be assessed and a thorough medical assessment cannot be performed. Upon receipt of medical/clinical records, the clinical task will be re-opened and assessed at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be re-opened. No preventative or corrective action has been initiated as a result of this investigation.